Event description:
The rotablator device was used to treat a highly calcified and tight stenosis of the circumflex. During the procedure and after ablation, the guide wire fractured inside the coronary artery. The distal portion of the wire remains in the pt. The physician stopped the procedure and did not attempt to retrieve the wire. Following this procedure, the pt was treated by heparin therapy, is asymptomatic and in satisfactory condition. The pt is scheduled for bypass surgery.

Event description:
The customer reported the device was used to treat a highly calcified and tight stenosis of the right coronary artery. No attempts at retrieval were made.